Manufacturer narrative:
Patient information was unavailable from the site. Event was reported to a medtronic representative, "a few days later". Specific event date was unavailable. Replacement device shipped to site (B)(4) 2015 for issue resolution. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the lumbar probe tip became twisted while being used in the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.